Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the infusion port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between may 04, 2019 to may 06, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed and no defect could be identified of the reported issue on initial inspection. Functional testing was performed with tap water which revealed a leak at the spike port bonding area, between the spike port tube and the spike port. The reported condition was verified. The cause of the condition could not be determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.